Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient was advised to reset the device and the outcome was unsuccessful. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device failed the exterior visual inspection due to the damage of the usb interface. Functional testing was attempted, however, the device showed no response. Communication with the unit was not possible as the usb (j3) connector was observed to be disconnected from the printer circuit board.